Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11032r09, implanted: (B)(6) 2002, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, lot# j11032r09, implanted: (B)(6) 2002, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had a return of neuropathic-type pain last week. It was noted prior to that the patient had a few days where the pain was better controlled than normal and now had pain return in his chest, groin, and left thigh. The healthcare provider (hcp) was concerned about a granuloma and did a dye study to see if they saw anything and to make sure the system was patent. It was reported everything looked okay during the dye study, but the hcp was to send the patient for a magnetic resonance imaging (MRI) or computed tomography (CT) scan to double check. It was also reported the hcp thought it may be due to scar tissue growth. The pump was being used to deliver hydromorphone, clonidine, and bupivacaine. Diagnostic results were not provided and patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.